Manufacturer narrative:
Additional information: patient demographics provided. A medtronic representative reported that the fourth image acquisition on the imaging system was able to transfer to the navigation system and the site could continue with the procedure. The suspect computer for the viewing station of the imaging system has been received by the manufacturer for evaluation. However, results are not available at this time.

Manufacturer narrative:
The mobile view station (mvs) computer was returned to the manufacturer for analysis. Analysis confirmed the reported event. There was a large amount of patient data on the computer which caused the system to operate slowly. Following the patient data removal, the issue resolved.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that hd images took up to four minutes to transfer to the navigation system when connection was established. The computer for the imaging system was replaced and transfer speeds decreased to just under two minutes. The imaging system then passed the system checkout and was found to be fully functional. The suspect computer for the imaging system has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion, the imaging system would not transfer images to the navigation system being used in the procedure. It was reported that all settings in the imaging system software were properly set for transferring images. A second image acquisition was performed and could not transfer either. The application software displayed that the communication was established. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.